Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the patient with an implantable neurostimulator 97715 intellis adaptivestim pain experienced high impedance on electrode 4 (value of 40,000, indicated by a red x) and irregular impedance on electrodes 6 and 13 (value of 1,120, indicated by orange exclamation marks). Electrode 4 was noted as nonfunctional. An impedance check was performed using different reference electrodes, and programming was adjusted to avoid use of the affected electrodes. No further intervention was planned, and the issue was resolved. No patient complications have been reported as a result of this event. The manufacturer representative (rep) indicated they would send any further information as they become aware.